Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose meter read "high" however an exact value wasn't given. The customer addressed their high blood glucose levels with a manual injection. Reportedly the customer had manual injections for alternate insulin therapy.